Event description:
Medwatch report #(B)(4) received will be included with this report. This is 3 of 7 reports for this event.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as the product is entering the complaint system.